Event description:
It was reported that the ilet displayed glucose values approximately 100 mg/dl higher than a contemporaneous fingerstick, after which the user entered a manual blood glucose and later experienced hypoglycemia with a nadir of 40 mg/dl; the device reportedly suspended insulin as glucose was dropping and the user self-treated with oral carbohydrates, glucose, and protein. Symptoms included lethargy and reduced responsiveness during the low glucose event. Outcomes included transient functional limitation that resolved with self-treatment, without professional medical intervention, hospitalization, or ketone testing. Investigation included complaint handling, user counseling on manual bg entry, and device-use troubleshooting and education. Investigation of this case revealed that the hypoglycemia occurred after calibration attempts, with no device malfunction confirmed and insulin delivery suspension observed as designed. It was concluded that the cause of the hypoglycemia was unclear, with device performance consistent with available data and user-reported treatment response.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.